Event description:
The customer complained of a suspected positive biological indicator. The load was not recalled and the instruments in the load of the event were used on pts. It is unk if the customer had a policy regarding positive biological indicator.